Event description:
Concomitant device: locking screw (part/lot unknown, quantity 3), extraction reamer (part 80028, lot 266417, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device procode hwc. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Initial reporter is synthes sales representative. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that initially, the patient had an arthrodesis procedure and was implanted with a variable angle (va) locking compression plate (lcp) 1st mtp fusion plate on an unknown date. However, after the procedure, the patient experience pain and had to be operated due to an arthrodesis that was not healed as seen on x-ray on (B)(6) 2019. On (B)(6) 2019, the patient underwent a revision surgery due to pain. All implants were explanted. It was unknown if there was surgical delay. Surgical procedure outcome and patient outcome were unknown. This report is for one (1) va locking compression plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Visual inspection of the returned device performed at customer quality confirmed the condition of post operative plate breakage, which agrees with the reported complaint condition. The plate was received in two (2) pieces with the tranverse break occurring in the middle of the plate through two (2) holes. The returned device was manufactured in february 2018. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformities noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. No product design issues or discrepancies were observed during this investigation. A definitive assignable root cause for the plate breaking post operatively could not be determined based on the provided information. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot, part number: 04.211.230, lot number: h572895, date of manufacture: 20 february 2018, place of manufacture: elmira, nonconformance noted: n/a. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4/2.7 ti va-locking small l42mm neutral right first mtp fusion plate non sterile product was processed through the normal manufacturing and inspection operations with no nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformities noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.